Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Insulin pump passed all operating currents tested within the spec range and passed off no power test. Insulin pump passed the delivery accuracy test at 0.08710 inches.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had under-delivery issue. Customer blood glucose reading was 346 mg/dl. Customer current blood glucose reading 298 mg/dl. Troubleshooting was performed. Customer does not feel comfortable using the insulin pump. Insulin pump will be returning for analysis.